Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump by technical support, and the issue did not recur. The customer was advised to continue using the pump and to contact support if any future malfunctions occur.